Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14176. It was reported that post implant procedure, it was discovered that the right ventricle was unable to be paced, and the patient was bradycardic. The next day, a second surgery found that the electrode showed epidermal damage, which was considered to be the cause of electrode damage by the surgeon. The lead was replaced, showing good parameters with the new lead. Then it was noted that the right ventricle still was not able to be paced after the new lead was connected to the pacemaker. The physician then suspected that there was a problem with the pacemaker, so the pacemaker was replaced as well. Post procedure, the ventricle was able to be paced. The patient was in good condition post-procedure.